Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erythema and clear drainage from the cardiac resynchronization therapy defibrillator (crt-d) pocket. Intravenous antibiotics were started however the infection persisted, so the crt-d system was explanted. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that approximately two weeks after the cardiac resynchronization therapy defibrillator (crt-d) system was explanted, the patient presented to the emergency department due to worsening heart failure, and lightheadedness when stooping over. Non-sustained ventricular tachycardia was noted. The patient was hospitalized initially, then the patient status was changed to do not resuscitate, and the patient was admitted to hospice at home. The patient later died.